Manufacturer narrative:
The customer bme reported the thumbscrews were replaced to resolve the reported issue. The damaged cpu tray cover is addressed in a separate project record (pr 5717216). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting the thumbscrews on the bottom cover v60 ventilator cover plate were broken. The device was not in clinical use. The issue was identified during preventative maintenance service. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was not returned to service. The customer biomedical engineer (bme) evaluated the device and found the reported issue during the visual inspection. The bme determined the bottom cover plate and thumbscrews required replacement. Investigation is ongoing.